Manufacturer narrative:
Event date is estimated. It was reported to abbott, a patient ipg was issued the elective replacement indicator. The patient did not experience a loss of therapy. The ipg was replaced on without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg was getting an eri message on their patient controller. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted and replaced.